Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code, mechanical (g04), drill. Visual examination of the provided pictures identified shows signs of repeated use (surface scratches, etch fading) and the fluted drilling portion of the instrument can be seen fractured off. As the device was not returned, further evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is confirmed with the provided pictures. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the drill fractured and remained inside of the patient's body. The surgeon decided to close the wound, leaving the fractured tip retained. No further patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.